Manufacturer narrative:
Device was used for treatment, not diagnosis. The investigation could not be completed; no conclusion could be drawn, as no product was received.

Manufacturer narrative:
Device used for treatment and not diagnosis. (B)(4), manufactured the 2.5mm hex screwdriver, pn 388.395, lot 4634013, supplier lot 528609g03. The (B)(4) certificate, dated july 24, 2003, indicated the lot conformed to specifications and the lot was inspected and conformed to the synthes incoming final inspection sheet. There were no non conformities or complaint related issues associated with this lot. Lot number should be 528609f03.

Manufacturer narrative:
Device used for treatment and not diagnosis. (B)(4) manufactured the 2.5mm hex screwdriver, part 388.395, lot 4634013, supplier lot 528609g03. The lot initially conformed to specifications and was inspected and conformed to the synthes incoming final inspection sheet. The device was tested with a niton gun and the material conforms to specifications. The features that could be measured met specifications. Due to an unknown cause, the tip of the 2.5mm hex screwdriver broke. The instrument exhibits minor scuffmarks, but overall is in good condition. The driver was used to remove the construct during a revision surgery. The set screw that was being removed is staked preventing it from being completely removed. The set screw is stripped and is protruding out of the device further than designed, beyond staked threads. It should be noted that to remove the construct, the set screw does not need to be completely removed from this portion of the implant. The set screw involved in this complaint is to adjust the length of the transconnector. The set screw was designed so that it could not be completely removed from the construct. The driver failure occurred from the excessive torque applied by the surgeon during the attempted removal.

Event description:
Patient was implanted with click x system at l1-s1 on an unknown date. On an unknown date, patient reported pain at implant site. Patient returned to the o.r. On (B)(6) 2013 for removal of hardware. During this procedure, as the surgeon was removing a screw, the tip of the screwdriver broke off into the patient. All the pieces were retrieved. Surgeon used a different screwdriver to complete the procedure with no further problems, no harm was done to the patient. Patient was not revised to different hardware. This is 14 of 14 reports for this event.